Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating part of the brush head broke off the handle. No injury was reported.